Manufacturer narrative:
An event of leaflet fracture during movement check after implant was reported. The investigation found that valve was returned with one leaflet had been fractured from the orifice. Fractured damage was present on the orifice. The valve was able to rotate freely. The intact leaflet was able to fully open and close with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet and orifice fracture could not be conclusively determined, the damage may have been caused by some external force applied to the valve which overstressed the carbon material. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During procedure, after the surgeon implanted the valve, in order to check the function of the valve, the surgeon gently pulled the valve leaflets, they ruptured and fell off. Eventually, the surgeon replaced with a new 21mm sjm regent heart valve w/ flex cuff

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.